Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
A german customer received a blood glucose reading of 82mg/dl on the contour xt meter, re-tested on an elite meter and the reading was 38mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the customer was advised to return the test strips for evaluation.replacement test strips and meters were sent to the customer.